Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, the lp helix sprung after attempting to map the septum. During removal, the lp got stuck in the delivery catheter and a new lp had to be used. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.